Event description:
Covidien service center in (B)(4) received a report where the customer alleged the device provided a partial alarm.

Manufacturer narrative:
An evaluation of the unit did not confirm the alleged alarm failure. It was determined there was a deficiency in the connector of the cable used, however, this is unrelated to the report of an audio failure.